Event description:
It was reported that the line was in use in homecare, while flushing the nurse noticed that the statlock and tegaderm was getting wet, no further action. One week later in the hospital on daycare, the line was flushed again and the same occurred. Line was being removed, flushed and cleaned outside the pt. While cleaning, the line broke in two. The part where the line was broken was normally inside the pt/vein. Probably where the line was torn/leaking.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.